Event description:
It was reported that pump displayed malfunction alarm code and customer had not experienced any notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump, which caller acknowledged and understood.